Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that malfunctioned. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the bottom left corner of the touchscreen wasn't responding to touch. The device was calibrated properly but will not respond when touched in the bottom left corner. The remote service engineer (rse) advised the customer of the touchscreen diagnostic mode; the customer was still reporting that the bottom left was not responding to touch. Per the manufacturer's recommendation, the rse advised the customer to replace the touchscreen. The customer was provided with the part number for replacement. Investigation ongoing

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the touchscreen was replaced.